Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the devices were reviewed by depuy engineering (B)(4) in (B)(4) and no product problem was identified. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
When the instrument set opened, the cemented cup introducer above was in a few pieces. The scrub nurse could see the small pin and trigger release in the tray, and then the surgeon put the instrument back together. The two other cup introducer handles were intact, and the cssd team said they don't take these instruments apart like this to process. Upon further investigation after the case by looking at the other sizes, it appeared there is also supposed to be a spring for the instrument to assist with the trigger release. This was not in the tray, and cannot be located. After the surgeon had put the instrument back together it performed the task. This added a slight delay to the procedure of <5 mins. Desired outcome was achieved. Instrument is available for return for inspection.